Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used in the common bile duct to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the end cap of the delivery system broke upon deployment of the stent. The stent was deployed as intended; however, the delivery system fractured during deployment. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. The procedure was completed with the original device. There were no patient complications reported as a results of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break.